Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2011, and observed thick liquid leaking from hydro. The fse found the tubing from no foam bottle to valve had a small hole, and replaced the tubing. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an ongoing leak from synchron lx 20 pro clinical system. The leak is coming from the hydro but the exact source is unknown. There was no error message. No injury was reported and there was no effect to patients or users.